Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
It was reported by the hospital contact that the coil (sph10062020/c10325) was unable to detach. It was initially reported that the product will be returned for analysis.

Manufacturer narrative:
No additional information could be provided, and product was not returned for analysis. DHR review completed on 7/13/2016. Complaint conclusion: as reported by the hospital contact, the micrusphere coil (sph10062020/c10325) was unable to detach. Multiple attempts were made to obtain additional information, as well as product return for analysis; however, no additional information could be provided by the customer, and the device was not returned for analysis. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The mircusphere coil failure to detach could not be confirmed without product return for analysis. Based on the limited information provided, it is not possible to determine the root cause of the failure or factors that may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 7/20/2016. Conclusion: as reported by the hospital contact, the micrusphere coil (sph10062020/c10325) was unable to detach. Multiple attempts were made to obtain additional information; however, no additional information could be provided by the customer. The device was returned for analysis. The unidentified detachment control box (dcb) and the connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported severe coil stretching and entanglement was found. The detachment fiber did not receive heat and melt. Manipulation of the distal tip of the resistive heating coil section brought the resistance into a still failing readout of an upward readout of >32.14 mega ohms. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment was confirmed. The dpu failed electrical testing. While the exact root cause cannot be determined, the most likely contributing factor may have been due to a fracture of the solder joint connection in the distal end of the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the identification or the return of the dcb, the connecting cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the appearance of the returned coil, the coil stretching and entanglement appear to have been related to post-procedure handling. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received on 6/15/2016. The event occurred in (B)(6) 2015 (day unknown). The customer was unable to provide any additional information. It was reported that the device would be returned for analysis; however, the device has not yet been received. Additional information will be submitted within 30 days of receipt.